Event description:
Sales reports by phone. Customer called stating, "during an injection using our injector, ct9000adv and prefilled syringe, optiray the tubing disconnected. The tubing they are using is medrad tubing. The tubing disconnected from their needless system, which their adaptor only has 25 psi limit. Customer is saying that because our injector caused the tubing to disconnect, it sprayed contrast on the floor and a CT technologist slipped on the floor because of the contrast and injured herself." In a follow up phone conversation with the customer, the following was reported. During a CT pe study, the medrad injector coiled tubing disconnected from the patient 20 ga medex angiocath IV and sprayed contrast onto the floor. The technologist then stepped into the contrast pool on floor, slipped and fell. Technologist ws reported to have bruising on upper arm, hip and bottom. Currently on light duty.

Manufacturer narrative:
Liebel - flarsheim manufacturing report: l f field service reports from 02/07/05 & 03/11/05 show that the system was operating within normal required guidelines. Customer did not respond to our calls and attempts to get a l f field service engineer in for a third evaluation. Historical data demonstrates that the system is working correctly, and we have no reason to believe it is not in proper working order at this time. There has been no operational malfunction detected during immediate service evaluations and no other reports of similiar incident. We consider this an isolated event probably not related to the injector. If more information should arise, we would reopen the complaint and continue efforts to resolve all issues.